Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). . Investigation summary: a device history record could not be evaluated as the lot number is unknown. Though the incident could not be confirmed based on this complaint, bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. A review of past 12 months quality notification was performed. No similar quality notification was raised for the reported defect. Complaint will be reopened when sample is returned. Investigation conclusion: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Root cause description: from the verbatim, the probable root cause for the leakage could be due to valve issue. Rationale: CAPA# (B)(4) raised. This event has been added to our complaint database. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter leaked contrast on the patient's head during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the venflon leaked during the administration of contrast." "Has the defect led to serious injury? Not to serious injury. Patient reprimanded did the treatment plan have to be adjusted as a result of this incident? No. Did any medical action need to be taken as a result of this incident? No medical procedure, just an extra drip, which is very annoying for the patient. Was anyone exposed to leaked fluid/blood? Yes, fluid partly over the patient's head. Was there any other action that had to be taken in connection with the defect? No additional actions. In addition to an extra drip, reassure the patient, if necessary also repair hair and/or clothing. "

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 0051786. D4: medical device expiration date: 2023-02-28. H4: device manufacture date: 2020-02-20. D4: medical device lot #: 0077842. D4: medical device expiration date: 2023-03-31. H4: device manufacture date: 2020-04-01. D10: device available for eval yes. D10: returned to manufacturer on: 2021-06-16. H6: investigation summary: nine representative samples and nine used samples were received by our quality team for evaluation. Six representative samples were received from batch 0106882, 2 representative samples were received from batch 0051786, and one representative sample was received from batch 0077842. Two used 18g samples and seven used 22g samples from batch 0077842 were received. All representative samples were subjected to visual inspection, injection leak test, and catheter adapter leak test. All representative samples passed inspection, and no abnormalities were observed. Upon visual inspection of the 18g used samples, the valve was observed to have moved towards the luer end. Upon visual inspection of the 22g used samples, the valve was observed to have burst on five of the samples, and no abnormalities were observed on two of the samples. A device history record review found no non-conformances associated with this issue during production of these batches. Based on the quality team's investigation, the root cause of the leakage is due to the valve issue. Bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA 1379444 has been initiated.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter leaked contrast on the patient's head during use. The following information was provided by the initial reporter, translated from dutch to english: "the venflon leaked during the administration of contrast." Has the defect led to serious injury? Not to serious injury. Patient reprimanded. Did the treatment plan have to be adjusted as a result of this incident? No. Did any medical action need to be taken as a result of this incident? No medical procedure, just an extra drip, which is very annoying for the patient. Was anyone exposed to leaked fluid/blood? Yes, fluid partly over the patient's head. Was there any other action that had to be taken in connection with the defect? No additional actions. In addition to an extra drip, reassure the patient, if necessary also repair hair and/or clothing.